Manufacturer narrative:
A ge service rep performed an onsite investigation and was not able to duplicate the reported problem. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a problem on the c-arm and an error message displayed that the iris was too open and the diaphragm potentiometer was blocked. No pt injury was reported.